Event description:
The following was reported to davol by the attorney for the pt: pt sustained injury and damages associated with use of defective product, composix mesh. Specifically, as a result of having the composix mesh patch implanted, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.